Manufacturer narrative:
H3: the results of the analysis concluded that there was no malfunction in the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product description: patient interface 8253200 response 3.0, product ID: 8253200, serial/lot#: (B)(6), UDI#: (B)(4), h3: product analysis of product ID: 8253200: it was found in the analysis that the analysis of patient interface found that the main interface pcb was failed. H6: patient interface 8253200 response 3.0: fdm b01, fdr c0201, img g02005 and fdc d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the mainframe could not work normally and interface could not be operated. After restarting, it still cannot start normally. Whole nim system was replaced to complete the procedure. There was no patient involvement.